Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator electronics, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user suddenly could not hear with the device on (B)(6) 2023 after a trauma over the implant site. Reimplantation surgery is considered; however, no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator electronics, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation was carried out, but the device has not been received yet for investigation.

Event description:
The user suddenly could not hear with the device on (B)(6) 2023 after a trauma over the implant site. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly could not hear with the device on (B)(6) 2023 after a trauma to the implant site.

Event description:
The user suddenly could not hear with the device on 01-may-2023 after a trauma over the implant site. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.